Event description:
During surgery in 2007, the instrumental jammed and the surgeon attempted to pry the jaws open. The instrument broke. It was reported that the surgeon may have grabbed the suction tubing which could have caused the instrument to jam. There was no report of injury and or surgical delay. The breakage of the instrument did not occur over the surgical site. There was no report of patient or operator injury.

Manufacturer narrative:
Investigation/evaluation is pending.